Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xpose 4 device was in use, but it was not holding suction well. The operating room staff replaced the suction canister but the problem persisted. They opened a stabilizer to complete the procedure. There were no pt effects. The product will be discarded.